Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer reported that the numbers kept scrolling during bolus input. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump and went down around 300 mg/dl. The customer mentioned that the insulin pump might have been exposed to sweat. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had an unresponsive up button due to corroded keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. No unexpected numbers ramping/scrolling during testing were noted. No moisture damage on the electronic assembly during visual inspection noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.